Event description:
It was reported that a longevity estimate was requested from the field to get a replacement window involving this pacemaker. Review of device data by boston scientific technical services confirmed the power consumption of the device was increasing in a gradual fashion, consistent with capacitor degradation due to hydrogen gas in the sealed device atmosphere. Device replacement was recommended. At this time, the pacemaker remains in service and there have been no adverse patient effects reported. This event will be updated should a revision procedure be performed and/or the pacemaker be returned back from the field for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that a longevity estimate was requested from the field to get a replacement window involving this pacemaker. Review of device data by boston scientific technical services confirmed the power consumption of the device was increasing in a gradual fashion, consistent with capacitor degradation due to hydrogen gas in the sealed device atmosphere. Device replacement was recommended. At this time, the pacemaker remains in service and there have been no adverse patient effects reported. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that a longevity estimate was requested from the field to get a replacement window involving this pacemaker. Review of device data by boston scientific technical services confirmed the power consumption of the device was increasing in a gradual fashion, consistent with capacitor degradation due to hydrogen gas in the sealed device atmosphere. Device replacement was recommended. At this time, the pacemaker remains in service and there have been no adverse patient effects reported. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported. This event will be updated upon completion of analysis.